Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The reported rupture was unable to be confirmed, the reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Additional information: the device was not prepped, including submerging in saline, prior to use. The returned device analysis revealed a stretched outermember. The balloon had never been inflated and there was no balloon rupture as reported. Attempts for follow-up information from the account were unsuccessful. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the tortuous, calcified right coronary artery (rca). A 3.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced with resistance to the lesion, crossed and on the third inflation to 8 atmospheres the balloon ruptured. The bdc was removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.